Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when the medical surveillance specialist (mss) contacted the patient with follow-up questions. The patient reported that the alleged issue with the meter started on (B)(6) 2015, although no results were provided for this time. She reported that on (B)(6) 2015 at an unknown time, she obtained alleged inaccurate erratic results on the subject meter of ¿245, 188 and 435 mg/dl¿, within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ precision criteria. The patient manages her diabetes with insulin (self-adjuster). She indicated that in response to obtaining the alleged inaccurate results, she exercised and also reported that she administered increased amounts of novolog and lantus insulins. The patient reported that she suffers from a number of co-morbidities including asthma and bronchitis. She reported that ¿one day¿ after obtaining the alleged results, she ¿could not breathe¿. The patient associated this with her ¿blood sugar being so high¿. She reported that she was ¿unconscious¿ when she was taken to the emergency room (ER). The patient indicated that the hcps found it ¿bizarre¿ that her blood sugars were high despite her increased insulin doses. She alleged she received treatment of IV fluids (magnesium and other unknown fluids) from a hcp in the ER. She reported that she was not admitted to hospital. At the time of troubleshooting, the cca noted that the patient was using an approved sample site and the correct testing procedure. However, the mss discovered the patient was squeezing her finger to obtain multiple blood samples. The cca also noted that the meter was set to the correct unit of measure, the test strips had been stored correctly and the test strips vial was not cracked or broken. However, the patient was unable to walk through a control solution test and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate erratic readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of an acute diabetes excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (05/30/2015). The patient¿s meter and test strips have been returned on 5/14/2015 and 5/28/2015, respectively, and evaluated by lifescan product analysis on 5/18/2015 and 5/28/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 - 6/24/2015 correction. Supplemental sent to correct information previously sent. Alert date should have stated 6/2/2015.

Manufacturer narrative:
Follow up 5. A DHR (device history record) was completed on 06/12/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 4 the incident description has been updated to correct information that was submitted previously. The tga passed testing, and did not fail as previously reported. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 3 - 6/25/2015 correction. Supplemental sent to correct information previously sent. Alert date should have stated 6/1/2015.